Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient experienced inaccurate cgm values 1 day after the sensor was inserted in the arm. On (B)(6) 2024, the patient experienced seizures with head injury (concussion) and was found unconscious by her brother, who called an ambulance. At that point, the cgm was reading 98 mg/dl and the blood glucose reading was 20 mg/dl. The patient´s brother treated the patient with glucagon injection. The patient was taken to the hospital at 9:00 pm by her brother. The patient was discharged the next day. At the time of the report the patient was still recovering from the head injury. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.